Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during a left atrium appendage closure. A perforation and a pericardial effusion were reported. The transesophageal echocardiogram (tee) was extremely difficult to visualize during transeptal, due to a poor tee imaging of the with the probe and a poor-quality tee probe. The physician could not find it in the septum. It was not possible to visualize the devices in the right atrium. Eventually, the physician rented and crossed the septum. During the deploying of the watchman device, an effusion was noted on the right atrium and around pericardium. It happened prior to transeptal and in the right atrium. The physician tapped and pulled 900ccs of blood and transfused blood and gave epinephrine to the patient. After 2 hours, the effusion essentially resolved. The patient was admitted in the hospital until (B)(6) and monitored to ensure it is fully resolved, and it was finally discharged. The procedure was completed successfully. No effusion was noted prior to the procedure. The blood pressure did drop but was controlled with epinephrine. The fluid was successfully drained. The patient was not on warfarin at this point, and eliquis was stopped 24 hours prior to it. The patient was not on antiplatelet drugs at this point. The physician believes the versacross rf wire may have perforate the right atrium during multiple track up and drop back into position attempts before transseptal was performed. Also, in the physician's opinion, the versacross dilator and the mechanical guidewire did not contribute to the adverse event. There was clear visualization of the versacross rf wire once the physician reached the septum. No other issues were noted. The device is not expected to be returned for analysis.